Manufacturer narrative:
B3 - date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd medication cassette was continuous leaking medication occurred at the cassette-to-tubing interface. Leakage occurred despite secure tightening. There was patient involvement. There was no patient harm or adverse event.